Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 90 mg/dl (mobile system) and 42 mg/dl (compact plus system). The customer had unspecified hypoglycemic symptoms at the time of these results. The customer's wife treated customer with glucose, however, the customer would have been able to treat himself. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, they are no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. (B)(4). Device will not be returned.